Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was intermittently depleting rapidly which resulted in the pump shutting down. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging and incorrectly displayed issues were verified. Based on the analysis, the alleged battery not holding charge issue could not be verified.